Event description:
A leak developed in the pilot line where it joins the pilot balloon. The patient will either recannulate himself or he will sometimes patch the leak using tape or super glue if he does not have a spare trach tube available. There has not been any harm to the patient.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the manufacturing site for analysis. This report is associated to covidien cts reference # (B)(4), covidien report # 2936999-2013-00748.